Event description:
Customer reported that the system was showing interlocks open and fails to boot. Display goes to 18 arrows and then shows interlocks open.

Manufacturer narrative:
The service rep arrived the same day to troubleshoot the system. He found the 24vdc present at tp1 but not at tp4. He traced problem to bad gen driver bd (cr25 pulling down 24vdc). The rep replaced and tested system for proper operation.